Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-13645. It was reported that the patient was not getting adequate therapy due to lead migration. As a result, the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively. Since it is unknown which lead migrated, both are being reported.